Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 health effect - clinical code - appropriate term/code not available. H6 health effect - clinical code - e2304 chills. H6 health effect - clinical code - e0207 delirium.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced vomiting, shivering, delirious and believed to be going into diabetic ketoacidosis (dka). The patient took a fingerstick was taken, the cgm reading was low, and the blood glucose reading was 300 mg/dl. The patient called her doctor and was advised going the hospital. The patient self-treated with insulin and went to the hospital. When a fingerstick was taken at the emergency room, the blood glucose reading was high, but no specific value was reported. The patient stated they would have experienced diabetic ketoacidosis, but it was unknown if the patient was diagnosed with dka by the doctor. The patient was treated with intravenous fluids and orange juice. The patient was discharged on the same day at around 11:00 pm. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).